Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon oversewed the staple line but was unsuccessful and converted to a laparotomy. The pt suffered a leak and a prolonged gastro-cutaneous fistula. The hospital has reported the pt's condition is satisfactory.